Event description:
During the procedure, dr (B)(4) inflated the balloon using air. The balloon started leaking air. Air got into the pt and caused neuro deficits, but pt recovered. Pt is doing okay.

Manufacturer narrative:
The devices were evaluated and we were able to confirm that the balloon has a hole/leaking air when inflated. The root cause of the hole in the balloon is inconclusive. However, we found the syringe, attached to the catheter, which was filled with air. We could not find any signs of liquid in the catheter/balloon either. Therefore, we made a conclusion that the physician did not follow IFU. IFU warns "do not use air or gas to inflate the balloons. Inflate balloons with sterile saline". In addition IFU required pretest the balloons before using into pt. The device history records for lot pis1521 review did not reveal any discrepancy to the complaint event during either the manufacturing or the packaging process. There were no unresolved issues.